Manufacturer narrative:
The reporter¿s meter and test strip was provided for investigation where it was tested using retention controls. Testing results (qc range = 2.1 ¿ 3.3 inr): qc 1: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were observed in the meter¿s patient result memory. The investigation did not identify a product problem. The cause of the event could not be determined. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods." The meter is provided to u.s. Customers pre-set to the measuring unit inr. There are two additional measuring units on the meter: %quick (%q) and seconds (sec). In the u.s., the most accepted unit of measure is inr. Roche has communicated to all impacted customers instructions on how to confirm results are displayed in the measuring unit inr and the steps to take to change the measuring units back to inr if the meter is displaying the units sec or %q. Initial reporter occupation is patient/consumer.

Event description:
There was an allegation of a questionable inr result for one patient tested with a coaguchek xs meter with serial number (B)(4) compared to a max r analyzer with stago reagent laboratory method. The reporter stated that the patient received a 66.9 sec result from the meter. They were assisted to set the units to inr. The result from the meter at 10:31 am was 5.6 inr. The laboratory result at 12:30 pm was 3.8 inr. The patient's interval for testing is every two weeks. The therapeutic range is 2.5 to 3.5 inr.